Event description:
Dealer states "said the user said the nut came off of the lt hub, and the wheel came off. Sending a hub kit and wants another nut for the other side. The user said that he was thrown from chair, but was not injured. He did not go to the hospital or doctor." (B)(4). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 3gtq3-mcg, serial number/date (B)(4). The owner's manual part number 1143151 rev I, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Allegedly the left nut came off of the hub and the wheel came off. Hub kit sent out.